Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci) under local anesthesia. After implantation of coronary stent, a high-pressure balloon was planned, and a 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, after opening the package, it was noted that the shaft broke around the middle of delivery rod and could not be used normally. The physician replaced the balloon immediately to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube at 69cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci) under local anesthesia. After implantation of coronary stent, a high-pressure balloon was planned, and a 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, after opening the package, it was noted that the shaft broke around the middle of delivery rod and could not be used normally. The physician replaced the balloon immediately to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(6).